Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to a massive stroke. The cause of death was cardiac arrest, brain damage, and pneumonia. The caller stated that the customer had diabetes, kidney failure, and total blindness that may have led to the customer's passing. The customer¿s blood glucose was 150 to 160 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the doctors thought the pump was making the customer go too low. The customer was not using sensors. The caller agreed to return the insulin pump for analysis after (B)(6) 2018.